Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 22 g x 1.00 in. Bd nexiva" closed IV catheter system would not advance during insertion and was dragging when being retracted. There was no report of injury or medical interventions.

Manufacturer narrative:
Lot analysis findings: review was conducted for this MDR incident; review disclosed that all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. DHR review of lot number 7088508 revealed; the lot number was built on nfa line 1 from 30mar2017 thru 06mar2017 in the qty. (B)(4) ea sap (qn). Findings: subject codes were an s1 severity ranking. Review was conducted for this MDR / level a investigation; as a result there were no reject activity findings relevant to the defects stated in the pr associated to the lot number provided for this incident. Findings: rm5769 v.12(k) and rm5796 v.12(k) were analyzed to determine the risk to customer. The failure mode of threading difficult and correlating needle difficult disengagement have been assessed and are acceptable given the limited severity and the potential need for a second piv insertion. Visual analysis observations and testing: received one used 22ga nexiva unit within an open package from lot 7088505. The unit consisted of the catheter/adapter and extension line assemblies with the flow plug intact and the pinch clamp fully engaged. There were traces of dried media throughout the unit. Visual/microscopic examination: observed there were no anomalies or damage the catheter tubing (i.e. Cut, wrinkles, kinks, etc.). Lie distance and cannula tip assessment was performed; could not be obtained due to the condition in which the unit was received. Catheter tip grading was performed on used unit: the catheter tip graded at 5 (acceptable per specification). Catheter dip depth was performed and penetration and drag testing was performed (mm-92): could not be obtained as only one used unit was received. Note that observations and testing for the defects (1) threading difficult and (2) needle difficult disengagement; could not be conducted due to the condition in which the unit was received. The unit revealed no anomalies or damage. Conclusions: confirmation of failure of (1) threading difficult and (2) needle difficult disengagement, as noted in the subject of the pr, was inconclusive with the used unit received for this incident. As a result of the evaluation and testing performed, the returned unit did not display any adverse characteristics that would contribute to the defects the customer experienced, per the pr. The defects described in the incident report could not be confirmed or replicated with the returned representative unit. Did the evaluation confirm the customers experience with the bd product? No: (1 & 2) confirmation of the failures (1) threading difficult and (2) needle difficult disengagement was inconclusive with the used unit received for this incident. Were we able to reproduce the customer's experience with the bd product? No: reproduction of the failures the customer experienced was not achieved in the laboratory environment as testing could not be conducted on the used unit. Root cause: relationship of device to the reported incident: indeterminate (1 & 2); there was no physical evidence to confirm or to support manufacturing process related issues for the defects stated in the pr, as the failures were not identified or confirmed. Corrections and CAPA: corrective action project / CAPA (#): a definite root cause was not established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and to ensure any process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.